Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient requested assistance with getting connected to their ins. The patient stated they have had a return of symptoms but have had trouble getting connected to their ins. The patient said that two weeks ago on (B)(6) they had an appointment to get tested to give their kidney to their brother. After that appointment was when the patient noticed a return of symptoms. The patient last attempted to connect to their ins a week ago and thought they saw that therapy had been turned off. The patient wondered if the equipment from the testing could have turned therapy off, but the patient was also uncertain if it had truly been turned off or just needed to be turned up. The patient was guided through successfully connecting to the ins and therapy was adjusted until it was felt strong yet comfortable at the bicycle seat area. The patient would continue to monitor symptoms.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.